Manufacturer narrative:
Corrected fields: product available to stryker (d9) and results code (h6). The reported event could be confirmed since images of CT scans were provided and shows subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the described tibial failure can be confirmed with the provided CT scan. There is clear radiolucence, some cysts and an anterior subsidence of the tibia visible. The talar component shows some radiolucence, but dislocation or migration cannot be confirmed. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. The surgeon reported that the: "revision is for tibial failure. I will be revising both tibial and talar components to invision/ inbone."

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. The surgeon reported that the: "revision is for tibial failure. I will be revising both tibial and talar components to invision/ inbone."